Event description:
A pt received medical treatment due to a lens that tore in the eye while being removed. The pt reported severe pain. The lens fragment was removed by a surgeon. The pt reportedly had a corneal lesion. Treatment: discontinuation of lens wear and antibiotics for 8 days. Additional information has been requested but not received. The limited information received indicates that a serious injury may have occurred.